Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent a pocket revision due to discomfort. The ipg was replaced per the patient's request. The device was working properly. The patient was reportedly doing well following the procedure.